Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and battery was depleting to quickly. A replacement pump was sent to the customer. Reportedly, there was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple dose insulin therapy.